Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-l hemodialysis catheter and product lidstock for analysis. Signs of use were observed on the catheter. Visual analysis initially revealed no defects or anomalies. After failing functional testing (see below), a hole in the venous (blue) extension line adjacent to the juncture hub was observed. The wire within the extrusion/wire assembly appears to be slightly kinked and pressed into the tubing. The hole appears to have slightly rough edges. The hole in the extrusion measured 5mm from the juncture hub. The overall length of the catheter extrusion measured 218mm, which is within the specification limits of 207-227mm. The outer diameter of the extension line extrusion measured 5.232mm, which is within the specification limits of 5.16mm - 5.24mm. The catheter was tested using a pressurized leak tester as received. The returned catheter body was occluded, and the lumens were connected to the lab leak tester. The sample was tested per bs en iso 10555-1, section 4.7.1 (amrq-000162 rev. 04) which states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c." The leak tester was pressurized to 300 kpa and held for 30 seconds. Water was immediately observed exiting the venous extrusion adjacent to the juncture hub. R & d and manufacturing were contacted regarding the observed failure mode. They stated that the jagged appearance of the hole's edges might indicate excessive rubbing of the extension line against a clamping device such as a hemostat/forceps. They stated that the appearance of the hole could also be due to the extension line being exposed to a heat source. However, based upon the appearance and location of the defect, it's difficult to determine what event caused or contributed to the defect. A device history record review was performed, and no relevant findings were identified. The instructions for use provided with this kit informs the user, "when using a you-bend catheter, the extension lines of you-bend catheter are not to be reformed on a continuous basis. Excessive re-forming of the extensions may lead to wire fatigue and breakage. The customer report of an extension line leak could be confirmed based on the returned sample. Visual analysis and functional testing revealed a hole in the extension line directly adjacent to the juncture hub. The catheter passed all dimensional analysis, and a device history record review revealed no relevant manufacturing issues. Based on comments from r & d and analysis of the returned sample, the potential root cause of the leak cannot be determined. Teleflex will continue to monitor and trend for devices of this nature.